Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: production label needs to be replaced; scratches on the camera/switch; stains inside the biopsy channel; angulation was reduced; distal end plastic cover had dents (non-olympus distal end cover); the nozzle was non-olympus, bending section cover or distal sheath rubber was non-olympus; bending section cover or distal sheath rubber glue was non-olympus; switch1 scratched; and scope connector had golden pins dented. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had stains inside the biopsy chanel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.information added to the fields: h4, h6.corrected data: e1, e2, e3, g2.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined.the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.